Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-medicus nextgen femoral arterial cannula, it was reported that the guidewire did not pass through the introducer. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. The guidewire was inserted into the introducer with no issues observed. The introducer tip ID was measured using a plug gage to be 0.042 inches, the specification, m725750b001 has the ID to be 0.040 +0.002 / - 0.001 inches. The guidewire od was measured using a caliper to be 0.0375 inches, the specification, m728420b001 has the od to be 0.038 +0.000 / - 0.002 inches. Reason for return was not confirmed. Additional information b5. Medtronic received additional information that the cannula was not heated or cooled prior to use. There was no damage noted on the device. The customer used the initial insertion site when the replacement device was introduced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.